Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 143 mg/dl. The customer stated that the insulin pump had gotten wet from ocean water after she was splashed. She stated that the act button was unresponsive and she was unable to pull up the main screen. The most recent blood glucose reading was 59 mg/dl. She also noted that the insulin pump alarmed another error, as well as battery out limit. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or moisture damage under lcd screen, electronic assembly or motor noted. No further tests could be performed due to unresponsive keypad/button. The insulin pump had minor scratched lcd window, broken belt clip slot at battery tube threads area and broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.